Manufacturer narrative:
No product has been returned for investigation radiographs provided confirm the alleged event. No root cause can be confirmed at this time. Labeling review: warnings "...metallic implants can loosen, fracture, corrode, migrate, or cause pain..."

Event description:
Information was received that a revision procedure was performed on (B)(6) 2020. As per the reporter, x-ray imaged revealed that the rod was broken and was found in the body. Reportedly, the patient has been on bed rest since the implant date.